Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5¬¬_13.2, -4.0 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2018 and removed within the same surgery due to observation of excessive vault. A replacement lens, same model shorter length was later implanted and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim#: (B)(4).